Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient is doing well and there have been no additional issues.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed.(B)(4).

Event description:
It was reported that the patient began to experience intolerable side effects from the intrathecal medication. The pump was explanted and returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Internal complaint number: (B)(4).